Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve is being evaluated for a transcatheter valve replacement after an implant duration of 6 years, 1 month due to stenosis.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve is being evaluated for a transcatheter valve replacement after an implant duration of 6 years, 1 month due to stenosis. Later, edwards learned that this valve was explanted and was replaced with a 23mm 11500a valve due to stenosis. The patient was presented with dyspnea on exertion. The patient passed away due to septic shock because of immunocompromised state, acute on chronic liver failure, and chronic active hep c. Per medical records, the avr procedure was complicated by coagulopathy and required multiple blood products transfusion, as well as persistent mixed respiratory/metabolic acidosis. Postoperatively, the patient developed mediastinal bleeding requiring mediastinal re-exploration to stop the bleeding. The patient then developed acute hypoxic/hypercapnic respiratory failure, pulmonary edema, metabolic acidosis, aki requiring hemodialysis, , and septic shock. Laparotomy was performed and showed severely cirrhotic liver. The patient then entered into progressive multiple organ failure that was irreversible. The decision was made to place the patient on comfort care. The patient expired on pod #8. The cause of death was septic shock secondary to immunocompromised state, acute on chronic liver failure, and chronic active hepatitis c.

Manufacturer narrative:
Updated sections b5, b7, d1, h6 (clinical code, device code, and type of investigation).

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 1 month due to stenosis secondary to calcification and restricted leaflet motion. The patient presented with dyspnea on exertion. The device was replaced with a 23mm 11500a aortic valve. The patient expired on pod #8 due to septic shock, immunocompromised state, acute on chronic liver failure, and chronic active hep c. Per medical records, the avr procedure was complicated by coagulopathy and required multiple blood products transfusion, as well as persistent mixed respiratory/metabolic acidosis. Postoperatively, the patient developed mediastinal bleeding requiring mediastinal re-exploration to stop the bleeding. The patient then developed acute hypoxic/hypercapnic respiratory failure, pulmonary edema, metabolic acidosis, aki requiring hemodialysis, and septic shock. Laparotomy was performed and showed severely cirrhotic liver. The patient then entered into progressive multiple organ failure that was irreversible. The decision was made to place the patient on comfort care. The patient expired on pod #8. The cause of death was septic shock secondary to immunocompromised state, acute on chronic liver failure, and chronic active hepatitis.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h3, h4, g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: b5, d6b, e1 contact, h6 health effect - impact code, and device code(s).